Event description:
It was reported that patient presented for scheduled leadless pacemaker (lp) implant procedure. During the procedure, when switching to tether mode, the lp exhibited decrease in pacing impedance and an increase in pacing threshold. Redocking was performed, followed by unscrewing. Upon removal of the lp from the body, tissue adhesion was noted on the lp helix, and elongation of the helix was observed. The lp was not used and was replaced with new lp during the same procedure. There were no patient consequences.